Event description:
An infusion pump with a failure code 810:04. Info was not provided regarding whether or not the device was in pt use when the event occurred. No pt injury or medical intervention has been reported.